Event description:
It was reported, "the patient was implanted with a groshong catheter due to infusion of blistering agent on (B)(6) 2023, and was discharged on (B)(6) after 2 cycles of chemotherapy and the third cycle of chemotherapy on (B)(6). On (B)(6), the patient had pain, swelling and slightly higher skin temperature in the upper arm on the side of catheterization at home, and the local hospital checked that there was no thrombosis in b-ultrasound, and told him to return to facility for treatment. It is still swollen and has induration. Treatment: elevation of the affected limb, movement, external application of gold ruyi powder, snake medicine, application of xi zhituo." (B)(6) 2024 - the device returned for evaluation exhibited a leak in the catheter shaft.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the root cause could not be determined. One photograph and one video of a groshong nxt clearvue was returned for evaluation. An initial visual observation of the photograph showed an implanted catheter and the two-piece connector assembly. An initial visual observation of the video showed the implanted catheter being flushed. A leak was observed in the catheter shaft, proximal to the insertion site. Although a leaking catheter was evident in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.